Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 control panel mrp 150/85. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the display of the control panel went blank. The clinician hand cranked the pump while re-adjusted the cables at the back of the display and powered cycled the unit. The system booted back up and the procedure was completed without further incident. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 control panel mrp 150/85. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the display of the control panel went blank. The clinician hand cranked the pump while re-adjusted the cables at the back of the display and power cycled the unit. The system booted back up and the procedure was completed without further incident. A sorin service representative could not reproduce the problem. The connections and cables from the control panel to the e/p pack as well as the connections inside the panel were checked. No problems were found. A preventative maintenance was performed per mfrs specifications. The system passed all tests. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, connections will be recommended.

Event description:
Sorin group received a report that the display of the control panel went blank. The clinician hand cranked the pump while re-adjusted the cables at the back of the display and powered cycled the unit. The system booted back up and the procedure was completed without further incident. There was no report of patient injury.